Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph (cgm) does not match the historical cgm data points. There was no reported impact to the customer's blood glucose level. Reportedly, issue had resolved prior to troubleshooting with tandem technical support.